Manufacturer narrative:
H.6. Investigation: bd received ten 20 gauge angiocath units from lot 0147086 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned packages and observed that the information on the paper was correct. The label had been updated and the information provided on these labels matched the updated design. Based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined.

Event description:
It was reported that 400 angiocath pnk 20ga x 1.16in experienced no label or missing label information. The following information was provided by the initial reporter: material no.: 381134 batch no.: 0147086 was received not per drawing, the material contains different information (ce 2797 instead of ce 0086, h4773-6 instead of h4773-1, etc.).

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 400 angiocath pnk 20ga x 1.16in experienced no label or missing label information. The following information was provided by the initial reporter: material no.: 381134, batch no.: 0147086 was received not per drawing, the material contains different information (ce 2797 instead of ce 0086, h4773-6 instead of h4773-1, etc.).